Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to high outputs, along with concern for a possible out of specification condition that resulted in premature battery depletion. The device was explanted and replaced with no additional adverse patient effects reported.

Manufacturer narrative:
The device was sent to the hospital pathology lab and may not be returned for analysis. However, if the device is returned, analysis will be performed to determine if the device did or did not deplete prematurely. No further information is available. This report will be updated if more information becomes available.